Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low ca2 calcium gen. 2 result for one patient sample. The initial result was 1.6 mmol/l and the repeat result was 2.2 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative checked the instrument, changed the sample and reagent probes, and checked the reagent probe washing. It was found a wash step for lipase was missing and was added. After these actions the customer ran samples for calcium alone and with other assays. No further issues were noted.

Manufacturer narrative:
Na.

Manufacturer narrative:
The reagent lot number was 29012001. The customer has ongoing qc issues and the field service representative checked the water system and changed water cartridge. He noticed aerosols in the vacuum tank and reconditioned it. A technician for the water system performed maintenance. He also found the teflon block of the washing station was damaged, which could result in incorrect drying of the cells. Follow up with the customer confirmed they had no additional issues.